Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further information provided, a follow-up medwatch report will be provided.

Event description:
The tip of zip wire was sheared off by needle dilator and left in patient's subclavian vein. What was the original intended procedure? Mediport placement with fluoroscopy. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.